Manufacturer narrative:
The investigation determined that higher than expected vitros gentamicin (gent) results were obtained from 2 levels of quality control fluids while using a vitros 5,1 fs chemistry system. The assignable cause was an analyzer related issue. Ocd field service performed "as needed" service and adjustments to metering and the microtip incubator. Gent quality control results were within expected ranges after service action were performed.

Event description:
A customer obtained higher than expected vitros gentamicin (gent) results from 2 levels of quality control fluids while using a vitros 5,1 fs chemistry system. Duplicate values of 5.36 ug/ml were obtained from the vitros performance verifier lot w9389 fluid versus the expected value of 1.20 ug/ml. Duplicate values of >10.0 ug/ml were obtained from the vitros performance verifier lot y9391 fluid versus the expected value of 7.28 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There is no evidence that patient samples were affected and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).